Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead, lot# unknown, product type: lead. (B)(4).

Event description:
It was reported that the patient had fell from slipping on the ice in the winter. A patient injury was reported. It was reported that the patient fell and broke the lead about 8 or 9 years ago. The lead was replaced. Follow up was performed to determine the outcome of the patient and additional information in regards to the previous lead break. If additional information is received, a follow-up report will be sent.

Event description:
Follow up information received from the healthcare professional (hcp) reported that the cause of the lead break was unknown or if the lead was explanted. The patient status was reported as recovered without permanent impairment. If additional information is received, a follow-up report will be sent.